Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported no stimulation sensation. The patient was sick and the stimulation seemed to upset her stomach, therefore, the implantable neurostimulator (ins) had been turned off for a couple of weeks. The patient has not felt stimulation for about three weeks. A problem with the patient programmer (pp) was reported; not being able to adjust stimulation both with and without the antenna attached. The patient was getting the poor communication screen. The patient last recharged the ins to 3/4 charged 3.5 to 4 weeks ago; also tried recharging two weeks ago but "pt getting back signal." Problem with recharging was reported; coupling and or communication issues. An ins overdischarge was suspected. The patient wanted a company representative (rep) to be contacted on their behalf. The rep reported seven months later that they met with the patient and did some troubleshooting with her charger. The patient was not discharged but needed to charge. There was not enough charge in the battery for the rep to program the patient. The rep helped the patient position her charger paddle and find her battery for best charging. The patient reported 4.5 years later that the device was removed and replaced in 2013 because of two reasons: the therapy never worked as good as the trial since implant and did not provide a 50% or greater reduction of symptoms. No therapeutic effect. The other reason was because the stimulation was causing the patient to feel nauseous so she turned it off and when she went to turn it on, she couldn't get it to come back on. The patient had met with a rep who tried to do a jump start and also had someone else try it, but couldn't get it going again. The ins only lasted about a year. The patient didn't know if it was submitted for analysis or not, but they were speculating that there was something wrong with the battery. The patient did recover completely from this event. The indication for use included spinal pain. If additional information is received, a follow up report will be sent.